Event description:
According to the reporter, on an open ivor lewis esophagectomy with laparoscopic nephrectomy, during gastro-esophageal anastomosis, the white trocar piece on the proximal end of the oral anvil did not come off with the plastic guide tubing and had to be removed separately. After firing, the suture had to be cut on the oral anvil in order to release the stapler. It did not cut automatically after the anastomosis. The suture had to be cut by the surgeon in the thoracic cavity. The suture on the distal end was also bunched up as though it had been tangled. The oral anvil disengaged, fell into the cavity, and was retrieved. The anvil was also difficult to open. The donuts were complete and the surgeon was satisfied with the anastomosis despite the difficulty removing the stapler from the cavity. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.